Event description:
Pt status-post primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011 with continued pain and revision of posterolateral lumen fusion (with instrumentation) l5-s1 on (B)(6) 2012. On (B)(6) 2012, it was reported that bacillus and (B)(6) had grown from cultures taken on (B)(6) 2012. Pt to receive outpatient IV antibiotic therapy on a daily basis. Pt receiving weekly crp and white cell count checks to be reviewed in 2 weeks. This is the 4th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.